Manufacturer narrative:
The investigation into vf/vt/af/at and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23656.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during the implant there was a lot of ectopy, the pump appeared deep so the pump was pulled back slightly and it came across the valve. The impella was removed from the patient and it was inspected. The pump was implant again and it appeared deep. The physician repositioned the pump and it came back into the aorta again. The prior steps were repeated and the pump was placed into the left ventricle. The impella waveforms improved and flows increased to 2.8-2.9 lpm on p-7. Support continued. Shortly after, the pump appeared deep and the doctor tried to move the pump back. After multiple times attempting to pull back, waveforms were slightly improved so the doctor opted to leave the impella slightly deep due to concern of it pulling back across the valve again. The patient expired after 9.45 hours of impella support. The relationship between the impella and cause of death is unknown.